Event description:
It was reported that the device detected noise. After checking the set screw and replacing the lead, there was still intermittent noise. The device was explanted and replaced, resolving the noise issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found. The grommet was damaged.